Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on this baxter meridian device. Hcp reported after 30 minutes of dialysis, pt complained of blurry vision and blood pressure was noted to have decreased from the start of therapy. Hcp stated the arterial bloodline was partially clotted and air was noted at the top of the dialyzer. No air was noted in the venous line. Hcp discontinued therapy, changed the dialyzer and restarted hemodialysis on this machine. The same incident occurred. Hcp discontinued dialysis, administered normal saline and pt was transferred to the emergency room (ER) for evaluation. Pt was released from ER without medical intervention after being evaluated. Pt dialyzed in this unit the next day without further incident.